Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or charged the scs in years, as a result the ipg was inoperable. The patient reported new pain due to stenosis and disc herniation. The patient underwent a lumbar decompression. During the surgery the physician explanted and replaced the ipg. Follow up revealed the therapy was restored and the issue was resolved.